Manufacturer narrative:
(B)(4). Date sent 12/16/2024. D4 batch # unk. H6: health effect clinical code gastrointestinal system (e10). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cytoreduction procedure a circular manual is used for the anastomosis, however, the dr. Reports that he did not cut the circular correctly but both the distal and proximal donuts came out complete. Days later, there was dehiscence of the anastomosis, generating a colostomy in the patient, the patient was transferred to the ICU, and today she is expected to go to the floor. According to reports from the institution, the patient is doing well.

Manufacturer narrative:
(B)(4). Date sent: 2/24/2025. H6: health effect ¿ clinical code gastrointestinal system (e10) additional information was requested, and the following was obtained: the surgery was performed with the gynecological oncologist and oncological surgeon, a cytoreduction was performed. During the time of surgery, different johnson devices were used, such as: enseal he performed the shot of the circular and at the terminal it was checked that the donuts of both distal and proximal tissue came out complete, which were checked and both came out complete, the complete cut was made and the anastomosis was completed, however, the surgeon reported that he felt that the anastomosis was not performed correctly, a week later, the patient dehisced the anastomosis and there was reintervention. During the procedure, the device had no problems and was operated by an oncological surgeon with several years of experience and who has previously used the device. As for the configuration to activate the device, it was within the green band in low b, it carried out the precompression time for 20 seconds, when the circular was removed, it made two 360° turns. According to the doctor's confirmation, the patient is currently well and has already been discharged.